Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a few months ago, patient got a major shock where the electrodes go in and everything was just like boom. Agent asked if this was because of the impedance test and patient states no, they did the test because of feeling the shock. Patient informed two manufacturer representatives (rep) who did a impedance test over the phone. Patient did not know why they never found out why they were getting shocked but it may be related to going to a chiropractor at the time that used a little instrument that sort of makes a pop onto different joints. Additional information was received from the patient (pt) via the manufacturer representative (rep). They called the patient on (B)(6) 2025 and the patient stated that when getting out of the car, they felt a shocking sensation, but they did not know if the device had caused it or if it was a back spasm. The rep encouraged the patient to turn the device off and patient did not want to. Patient switched programs and the rep advised if this happened again to turn the device off until they were seen in office. They had a standing appointment with their healthcare provider (hcp) in a few weeks. It is unknown if the issue was resolved.